Event description:
It was reported that the patient received the neurostimulator wires the morning of (B)(6) 2015. The patient was awake during the procedure with local anesthesia, which was not fun. The procedure was painful. The patient still feel the urgency and having the frequency, but was told it can take a day or two to help. The patient reported that its¿ been a day and so far no improvement and was advised to switch to the right side. The patient had the trial neurostimulator removed. They said the lead wires had moved. The stimulation was not going to the right place. The patient noted she was a bit emotional and frustrated. The patient reported that they was stuck with the got to go pain.

Event description:
The patient noted she probably have incontinence to add to it as some point.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).